Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device shut off while plugged in to ac. There was unknown patient involvement, but no adverse event was reported.

Manufacturer narrative:
Recall number z-2430-2023. The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
We could not confirm customer¿s complaint of the device powering off during infusion while connected to ac power. Plugged the device into ac power. The ac power led light illuminates when plugged in. Device powers on correctly in ac and dc power modes. Left device connected to ac power and removed the battery. Programmed the device to run a stress test on ac power. Programmed the device to run at a rate of 300 ml/hr. For a duration of 24 hours. Protocol start time (B)(6) 2024 @ 4:00 pm. Protocol stop time (B)(6) 2024 @ 4:00 pm. Device passed the protocol with line a vtbi complete. Device did not experience any shutdowns during this test. Device is functioning per design. Probable cause was not found. Reinstalled the battery and charge the battery for a minimum of 8 hours. Battery recharge start time. (B)(6) 2024 @ 2:00 pm. Updated on (B)(6) 2024. Battery recharge start time. (B)(6) 2024 @ 2:00 pm. Battery recharge stop time (B)(6) 2024 @ 11:30 pm. Performed battery operational checkout. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours on dc power only. Battery operational start time (B)(6) 2024 @ 11:50 pm. Device alarmed with low battery alarm n58 on (B)(6) 2024 @ 2:16 am total run time of 2 hours and 26 minutes. Device than alarmed with depleted battery n252 on (B)(6) 2024 @ 2:16 am total run time of 2 hours and 26 minutes. Device failed the battery operational checkout. Replaced the battery and recharged the battery for a minimum of 8 hours. Re-ran the battery operational checkout. Device passed the battery operational checkout after replacing the battery. Probable cause is incorrect battery was installed. Updated on (B)(6) 2024 engineering summarizes findings: by aug 22nd, the battery drained from level 4 to level 1 in less than 2 hours and by aug 24th, the battery drained from level 4 to level 0 in less than 2 hours indicating a bad battery condition and we got depleted battery and replace battery alarm. By aug 24th, after the depleted battery and power off, the battery level remained at level 0 while switching between ac main and battery. By aug 25th, the device was plugged into ac and the battery level reached 4. And by aug 26th, the device was switched to battery and an infusion was started which was later stopped by opening the door. After this the device was powered off by the user while connected to ac and not used again. Engineering evaluates that the battery drainage from level 4 to level 0 by aug 24th and level 4 to 1 by aug 22nd in less than 2 hours indicating a bad battery condition. We got depleted battery twice and the replace battery alarm continued intermittently, which required the nurse to clear the alarm by using biomed mode. According to system operating manual document, the typical battery operating time with a new and fully charged battery is 7 hours when infusing at 25 ml/hr. And 4 hours at 999 ml/hr. Depleted battery alarm: according to the system operating manual document, n252-depleted battery alarm occurs when the infuser is running on battery power and the battery voltage drops below depleted voltage limit (5.45v) for 3 times consecutively, this is a high priority alarm which stops the infusion and prepares the pump for shutdown if not plugged into ac within 3 minutes after it is triggered. The clear condition is to connect the device to ac power source. Replace battery alarm: according to the system operating manual document, n56-replace battery alarm occurs when the battery or battery charge circuitry needs servicing. This is a low priority alarm, and it does not stop the infusion. Engineering concludes that the customer¿s complaint about the pump shutting down while on ac could not be confirmed as the device was powered off by the user while being connected to ac main. The replace battery alarm occurred multiple times and was not cleared using ¿change battery¿ softkey in biomed mode. However, the battery drained from level 4 to level 0 in approximately less than 2 hours confirming a bad battery condition. Hence recommends the service center to do the preventive maintenance tests. Apart from this, the device was working properly, and infusions were delivered as expected. Correction h7: update to blank. This complaint is not associated with the recall as the battery involved was a non-ICU battery.